Event description:
The electronic record and electronic ordering system is user unfriendly. One of the user unfriendly features is the complexity of reconciliation of orders with the execution of the orders and specific results that would be generated. Another is the comingling of preoperative orders with postoperative orders in the electronic records of patients undergoing surgery at the hospital. This generated human factor confusion such that orders were not executed nor was it known that they were not executed, resulting in missed opportunity to diagnose and appropriately treat life threatening disease, contributing to the death.